Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a critical pump error from the insulin pump. The customer's blood glucose reading was 268 mg/dl after dinner. However, the blood glucose is falling down because bolus was delivered. The customer stated that the pump was not dropped nor bumped. The customer stated that he went swimming with the pump. The customer will be sent a replacement pump. The customer will return the pump for analysis

Manufacturer narrative:
The insulin pump was received with a critical error open book error due to corroded electronic assembly also, unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump failed leak test; leaked at a cracked on the back of the case. The insulin pump had cracked case other back at the battery tube area and battery tube threads also, with minor scratched lcd window, case and keypad overlay.